Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Two (2) samples have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) clearlink continu-flo solution sets would not flow after the sets were spiked into IV fluid bags. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Only two (2) actual samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to product specifications. Functional testing including pressure and clear passage tests were performed with no issues noted. The reported condition was not verified on the returned samples. The remaining samples were not returned for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.